Event description:
A customer reported that the red blood cell and platelet backgrounds on their coulter lh 500 hematology analyzer instrument had failed, and there was an electrical smell coming from the back of the instrument. There was no report of smoke, flames, arcing or shock. No patient results were affected by this event. No personnel sought any medical attention in association with this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility. The customer was advised to power the instrument off until serviced.

Manufacturer narrative:
Service was dispatched to the site to address the issue associated with this event. The field service engineer (fse) determined that the electrical smell was caused by a diluent leak of unknown volume that was contained inside the instrument. The fse found the sweep flow tubing was disconnected and had leaked onto the solenoids. The fse replaced the solenoids, wire harness and the diluter board to resolve this issue. The instrument was returned into operation. The cause of the event was disconnected sweep flow tubing which leaked on instrument solenoids. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).